Event description:
Faulty capacitor caused fire, only device damaged.

Manufacturer narrative:
Photograph indicates failure of capacitor by the proximity of the damage to the location of the capacitor. Customer also indicated that the capacitor had failed. Customer misidentified the model number as 925 when it's actually 905.